Manufacturer narrative:
Other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check; the cuff leaked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Five devices were returned for investigation. Functional testing was conducted; however, the customer reported problem was not confirmed. The product's history record was reviewed and there were no non-conformances that would have resulted in the reported complaint. The root cause for this event is unknown. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.